Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that due to the moderately calcified anatomy pre-dilatation was not enough in some locations causing the stent to stretch/elongate after deployment; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat the moderately calcified left superficial femoral artery. A 5.0 balloon was used to pre-dilate the lesion. The 5.5x150 mm supera stent was advanced without issue however and during deployment the stent elongated into the common femoral artery. The delivery system was removed without issue. The stent is in the target lesion and in healthy tissue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.